Event description:
A call to technical services placed on (B)(6) 2013 states that a health care professional in duluth has a yellow alert fort low rv amplitude. Reviewed other events and appropriately sensing. Will consider bringing patient in and making rv sense more sensitive. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).